Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the o-ring had fallen out of reservoir. Blood glucose level of the customer was 180 mg/dl. The customer also reported that the reservoir was able to lock in to place when inserted in to insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and device will return for analysis.